Event description:
It was reported that the outer sheath, ceramic head is damaged. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely caused by a component failure of the ceramic head (insulation beak). The cause of the failure could not be determined. The most probable cause was some kind of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.